Manufacturer narrative:
Covidien reference number: (B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, an incomplete endobronchial tube cuff deflation was noted. There was no reported patient involvement, serious injury or death associated with this event.